Event description:
Ous MDR - it was reported that the patient "had experienced a very strong shock". The ICD could no longer be interrogated at the clinic after that. The lead had been implanted for about 52 months and was capped and deactivated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis of the lead is therefore based on the existing production documents. The manufacturing processes of the lead and of the ICD were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly.